Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced severe hypoglycemia resulting in loss of consciousness and a fall. The patients¿ blood glucose levels declined to 69 mg/dl while wearing the pod longer than 48 hours. The patient self-treated and consumed three chocolate mini bars to help elevate the blood glucose levels. Additionally, leakage from the pod upon adhesive removal was reported. The patient reported he was seen by the physician the next day and underwent testing. No diagnosis was provided. A new pod was placed.